Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, a 980 ventilator generated a battery error message. The ventilator was not in use on a patient at the time the event occurred. The service engineer (se) inspected the device and found that the primary battery was not inserted properly. The se reinserted the battery correctly and the issue was resolved. The se performed extended self-testing on the device and all tests passed.